Event description:
Patient underwent generator and lead revision on (B)(6) 2015. The explanted generator was believed to have been discarded. Both the explanted generator and lead were not returned to the manufacturer.

Event description:
High impedance was observed in a system diagnostics test. X-rays were ordered but it was stated that the images will not be provided to the manufacturer. No trauma or manipulation is suspected. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.